Event description:
A user facility reported that the evis exera iii video system center power switch is defective. It is unknown if the event occurred before or after procedure. During a standard service inspection of the customer returned device, power switch failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the power switch could not be pushed due to power switch failure. In addition, broken main switch, worn-out video adapter, broken front panel, dust, battery older than 5 years, and minor corrosion on the front panel plates were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the issue of ¿power switch is damaged¿ was duplicated. The subject device was manufactured before the design of the power switch was changed. The design of the power switch was changed to improve its resistance. The damage of the power switch likely occurred because the operation ability and frequency of the power switch application exceeded expectations. Wear and tear of the device was also found as a likely cause. Olympus will continue to monitor field performance for this device.